Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for change in stimulation coverage. An x-ray confirmed lead migration. A revision procedure was completed to resolve the reported event.